Event description:
It was reported that the right ventricular lead had low impedance, which was higher in unipolar than bipolar. A few weeks later the lead had increased thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.